Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was groggy the day prior to the call and had some soreness in their back. The following day the consumer reported that the patient was having leakage from their bandages, back soreness, and a sore throat from the throat tube. Three days later the patient called again and reported that they were unhappy, frustrated, and beside themselves because the patient had gone to a car show and had such a bad leak that they needed to go home. Additionally, the patient reported that when they drink a lot it goes right through them. The patient had mixed feelings about the evaluation because sometimes it was working and sometimes it was not. At the time of this call the patient felt discouraged and rated therapy at a 1; also the patient was very hot and sweaty from the car show and the bandages had come off. The patient indicated that the wire was hanging down beside them and at the time of the call the patient's girlfriend had helped the patient replace the bandage. During this call the patient was assisted with changing pro gram settings, but follow-up the following day determined that when the patient drinks it goes right through them. Additional follow-up determined that the patient felt that their symptoms were worse than expected. The patient thought that they were doing pretty good and seemed to start out well and then they had a big accident the day prior to the call and leaked all over unable to stop or hold back. Following the follow-up call and additional call indicated that the patient was feeling stimulation in their arm and was taking viagra per their healthcare provider (hcp) to see if it would help with their symptoms. The patient took 2 pills the first night and saw some activity, but then missed a night so they took 3 more pills, but the last pill made their stomach slightly upset. The day prior to the call the patient took 4 pills and could not sleep the night prior to the call and there was "no activity" in their private areas just stomach pains. Follow-up with the patient determined that the ens batteries also needed to be changed and the patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.